Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400-500 mg/dl and high ketones; reportedly, the cause was due to multiple cartridges not fitting onto the pump resulting in the pump not being used for insulin delivery. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged two days later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.